Event description:
Patient was experiencing pain due to ipg position. On (B)(6) 2018 we were informed that patient had the ipg repositioned which resolved the issue.

Event description:
Follow up report: the "date received by manufacturer" on the initial report was listed as 22-aug-2018. However since filing that report we learned that a company representative was aware of the event back on 19-sep-2017. The purpose of this follow report is to correct that "date received by manufacturer".